Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified three striated edge openings consistent with use of a surgical tool. Based on the device analysis the final assessment was two striated edge openings on posterior/radius side due to surgical damage, and a broken striated edge opening on posterior side due to surgical damage. The events of "lymphadenopathy and silicone migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and silicone migration.

Event description:
Healthcare professional reported left side rupture, "silicone infiltrated lymph node left axilla," "palpable lump left axilla, cyst". Device has been explanted.